Event description:
The customer reported, the system's save button failed to operate properly. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part replacement is awaiting the facility's approval. At this time, no conclusion can be drawn. However, no reports of patient or staff injury.